Event description:
It was reported, the video system center had no image before an unknown procedure. There was an unspecified delay, but the patient was not under anesthesia at that time. The intended procedure was completed with a similar device and there were no reports of patient injury or harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. Corrected field: d10: (the concomitant cv-190 and the therapy date were inadvertently added in the initial medwatch. Must remain in blank). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over seven (7) years, since the subject device was manufactured. The device was returned and the reported event was not confirmed. Additionally, a reportable malfunction was found where there was no sdi1 signal, due to a damaged sdi1 connector on the printed circuit board. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that no image was displayed, due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.